Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Reportedly, an alternate cable was able to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.